Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger was not detecting inserted battery packs. The patient was issued a replacement battery charger/ modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/ modem sn (B)(4) has been completed. The reported problem (not detecting battery packs) has been confirmed. Upon investigation the battery charger/ modem was unable to recognize inserted battery packs. The cause for the failure was isolated to a shorted u13 cmos flash microcontroller on the charger bedside board. The root cause for the shorted microcontroller could not be positively identified. No adverse event resulted from the shorted u13 component. The patient received a replacement battery charger/ modem.